Event description:
It was noted during implant procedure that the left ventricular lead dislodged. The lead was successfully exchanged. The patient was stable and asymptomatic.

Manufacturer narrative:
The lead was returned due to dislodgement. As received, a complete lead was returned in one piece. S-curve height of the lead was measured within specification. Visual examination of the lead didn't find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.